Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 300 mg/dl. The customer indicated that the they were able to complete rewind. The customer also stated that the insulin pump had a pump error alarm. The customer stated that they received another alarm after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test, unexpected restart error test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disc. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. No unexpected restart error during test.